Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital with hypoglycaemia on (B)(6) 2026. The patient¿s blood glucose levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include sweating and loss of consciousness. The patient was treated with intravenous ¿sugar solution¿ which raised their blood glucose levels to 125 mg/dl. The patient was released 14 hours later, on the same day.